Event description:
Asr revision, left, asr hip resurfacing, reason(s) for revision: pain.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; left; asr hip resurfacing; reason(s) for revision: pain. Update received: (B)(4) 2014 - filled mapped to mw fields, cross referenced, left note and attached documents. (B)(4) has all the same details as this com other than the products being different. (B)(4). File handler advised that the products on this com are correct, but the surgeon confirmation form products were incorrect, but as the hospital is yet to provide the correct amended surgeon confirmation form and confirmed that this patient is not bi-lateral then no updates or amendments can be made on this com.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, left, asr hip resurfacing, reason(s) for revision: pain. Update received: (B)(6) 2014 - filed mapped to mw fields, cross referenced, left note and attached documents. Please note com (B)(4) is related - com (B)(4) has all the same details as this com other than the products being different. This has been queried more than the necessary 3 times. File handler advised that the products on this com are correct, but the surgeon confirmation form products were incorrect, but as the hospital is yet to provide the correct amended surgeon confirmation form and confirmed that this patient is not bi-lateral then no updates or amendments can be made on this com - (B)(4). Update received: (B)(6) 2014 - added hospital: (B)(6), added patient name, added patient ID / initials and added further reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
1818910-2013-29084 is a duplicate report of 1818910-2013-29070. 1818910-2013-29084 will be rejected. 1818910-2013-29070 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.